Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: they keypad response issue could not be duplicated or confirmed on investigation. There was no evidence of moisture visible externally. The keypad was found to be intact; no peeling or lifting was observed. Evaluations revealed that all keypad buttons were responsive. There was no evidence of keypad contamination found under the key contacts. The pump case was opened and moisture was found on the internal components, which included the keypad flex connector. A leak test revealed a leak at the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.